Manufacturer narrative:
Block b3: exact date unknown, event occurred five months ago.

Event description:
It was reported that the patients ipg was tilted which caused difficulty in charging. The patient underwent a revision procedure wherein the ipg was repositioned. No device malfunction was suspected. The patient was doing well postoperatively.